Event description:
Customer's mother reported hospitalization due to high blood glucose. The current blood glucose reading is 483 mg/dl. Customer has treated with bolus. Caller stated that customer was admitted with a blood glucose reading of over 600 mg/dl. Customer was vomiting and lost control of body and urinated on herself. Customer was admitted to ICU. Caller also stated that customer was treated for low blood glucose by paramedics. The blood glucose reading at the time of the event was less than 20 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.